Event description:
The patient received 2 boxes of droplet 32g x 5mm pn from jewel osco with lot no. R46p9. He injects 54 units of levemere (each with the corresponding pen) 1x per day. He called in stating that the pn are dull and they don't inject his full dosage. He has to use between 4-5 pn each time he injects. He does not reuse pn. He will be returning samples..